Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was damaged and the iol was implanted and explanted. Additional information has been requested.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the evaluation method code of 10 was an error. The empty lens case was returned in the carton with the packaging inserts. The peel pouch was not returned. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. Associated products were not provided. It is unknown if qualified products were used. All documentation indicates that the product was accounted for at the time of final packaging. The manufacturer internal reference number is: (B)(4).